Manufacturer narrative:
Section d10: concomitant products: cocr fem head 32mm -3.5 offset 12/14 (cat# 142-32-93 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 13 years post initial left tha, the 62 y/o male patient had a revision due to poly recall. Patient had the liner removed as well as cocr head. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due the implants were kept by the hospital.

Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear after being implanted for approximately 13 years. Additional contributing factors to the reported failure may have been the result of a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed as the device was not available for evaluation, and radiographs were not provided at the time of this evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D4: model number. D10 concomitant devices: (B)(6) 142-32-93 - cocr fem head 32mm -3.5 offset 12/14. (B)(6) 160-01-15 - pf stem tapered plasma ext offset sz 15. (B)(6) 180-03-56 - nv cwn cup mlt hl rf, 56mm group 2. (B)(6) sc45-30 - bone screw 4.5mm dia x 30mm lng. (B)(6) sc45-50 - bone screw 4.5mm dia x 50mm lng. (B)(6) sc45-50 - bone screw 4.5mm dia x 50mm lng. The revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear after being implanted for approximately 13 years. Additional contributing factors to the reported failure may have been the result of a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the device was not available for evaluation, and radiographs were not provided at the time of this evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear after being implanted for approximately 13 years. Additional contributing factors to the reported failure may have been the result of a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the device was not available for evaluation, and radiographs were not provided at the time of this evaluation.